Event description:
Customer's nurse reports back to back testing to a professional meter while using the advantage system with results of 302 mg/dl on customer's meter and 119 mg/dl on professional meter. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement sent.